Manufacturer narrative:
(B)(4). The actual device was not returned; however, a retained sample was visually inspected and leak tested. No abnormalities were identified that could have contributed to the reported condition. The evaluation did not confirm the reported condition and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked during a patient infusion of chemotherapy. There was no serious injury or medical intervention associated with this event. No additional information is available.